Event description:
After months (years) of increasingly troublesome abnormal uterine bleeding, pain, painful intercourse, etc. A new gyn provider requested a transvaginal ultrasound. The results show that both essure devices are extended into my uterus, causing the symptoms I mention above. I am told that while in every other regard I am healthy with no fibroids or cysts, a hysterectomy is required to remove the essure. (B)(4).